Event description:
Complainant alleged that during pt set up with the device, it was intermittently displaying a "defib fault 85" message. There was no indication from the complainant of any adverse effect to the pt as a result of the reported malfunction.